Event description:
It was reported that a great amount of force was needed on the bd micro-fine¿ pro pen needle in order to get just a small amount of medication to come out during use. The following information was provided by the initial reporter, translated from japanese: "the user's report is that the drug solution did not come out smoothly. A great amount of force by user's both hands was required to eject a small amount of the drug solution."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 23-mar-2023. H.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. H3 other text : see h10.

Event description:
It was reported that a great amount of force was needed on the bd micro-fine¿ pro pen needle in order to get just a small amount of medication to come out during use. The following information was provided by the initial reporter, translated from japanese: "the user's report is that the drug solution did not come out smoothly. A great amount of force by user's both hands was required to eject a small amount of the drug solution."